Event description:
Customer is calling for assistance with clearing alerts on the pump. Customer stated that he was hospitalized. Cusotmer stated that he was off of the the pump for about 5 days. Customer stated that either he or dogs pulled out the set and his wife gave him injection rather than reconnecting him to the pump. Customer states that there was a hospitalization for their high bgs. Bg at time of hospitalization was: 550. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.